Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure, unrelated to the device, the patient received inappropriate high voltage therapy. A magnet was repositioned on the device and the procedure was completed with no further complications. Patient was stable and monitoring will continue.